Event description:
Explant of a wrist fusion system implant from a patient. At an undetermined interval following its original implantation date owing to pain. The explanted components were not returned to kmi for evaluation, nor was any specific product or patient information provided. The patient elected to keep the explanted device, precluding its evaluation.